Event description:
A patient reported the blood glucose results were 353 mg/dl and 278mg/dl successively in a back to back testing session. No symptoms were reported. Test strips have been reportedly opened for more than 4 months. No further info available. The meter has been replaced. No allegations of harm have been made.